Event description:
It was reported by the customer that a pyxis medstation system the station does not show the patient details. The customer stated that there was a delay in patient care workflow and the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient showed up in the es server but was not shown at the station. A technical support specialist performed configuration on admission inactivity days to 90 days to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.